Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an ilet alert stating, "dosing stops soon" after reinitiating therapy with a dexcom g7 continuous glucose monitor (cgm) sensor following a period without pump use due to unavailable sensors, with signal loss noted between the dexcom g7 and the ilet. No adverse clinical symptoms reported. Outcomes included no medical intervention, hospitalization, or long-term impairment. User support included remote troubleshooting and education, including sensor toggle and re-pairing, with confirmation of successful pairing. Investigation of this case revealed communication instability between the cgm and the ilet that triggered the dosing interruption alert, which was addressed by re-establishing the cgm-pump connection through pairing steps. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interruption related to cgm pairing that resolved with standard troubleshooting.